Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) coronary flow obstruction, permanent or transient neurological events including stroke and vascular complications such as thrombosis and/or plaque dislodgement are potential adverse events associated with the transfemoral tavr procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease including severe obstructive calcification and tortuosity. During the tavr procedure there is a potential for dislodgment of cellular debris, inflammatory cells and cholesterol accumulated along the walls of blood vessel when an intravascular device is advanced through the vessel. If this occurs, there is a potential for the atheromatous material to embolize and cause distal ischemia or infarction. Tavr patients usually present with multiple co-morbidities (i.e. Pvd, age) that in combination with procedural factors (i.e. Inadequate anticoagulation) puts the patient at high risk for peripheral complications. The IFU also cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. In this case, it appears that an embolic shower of the atheroma from the aortic arch and descending aorta likely caused the coronary artery occlusion, as well as cva and emboli to the leg and abdominal viscera. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve the patient had a left anterior descending (lad) coronary artery occlusion as well as cva and emboli to the leg and abdominal viscera. The patient passed away on pod 4. It had been noted prior to the case that the patient had "severe atheroma of arch and descending aorta." High edp and low pressure were documented at the beginning of the case. A bav was performed without complication. A 26 mm sapien 3 valve was prepped in standard fashion, with 1cc less (22 cc's) per instruction of implanting physician. The valve was advanced into sheath and aligned without complication. When the valve was advanced up and over arch with the delivery system, the patient was noted to be hypotensive and anesthesia was provided pressors to help the pressure. The valve was positioned and deployed in a 70:30 aortic/ventricular position. Post-deployment, the blood pressure did not improve and the patient became hemodynamically unstable. Angio and tee showed moderate paravalvular leak (pvl). The valve was post-dilated with 23.5 ccs with no improvement in hemodynamics. The patient went into vt and was shocked twice before returning to a stable rhythm. CPR was performed and the patient was placed on ECMO. On tee, there was no lateral wall motion abnormality. Coronary angiograms revealed an occluded lad bifurcation lesion (previously 50% prior to case). Pci was performed to revascularize the lad with a des and a balloon to the diagonal artery. After the pci, the valve and hemodynamics were re-examined. It was observed that there was moderate pvl. Since the 14f esheath had been removed to convert to ECMO, a second 14f esheath was prepped and placed in the left femoral artery. While the delivery system was being prepared for the second post-dilation, a small piece of tissue was noted on the distal end of the balloon. The tissue was felt to be atheroma per the team and was sent to pathology. The delivery system was advanced through the esheath on the left, and post dilation of the valve was done with 1.5 cc's above nominal and tee showed mild (1+) pvl. Following the procedure, while in the unit, neurology was consulted as the patient did not have a level of responsiveness that was anticipated when extubated. CT showed multiple acute infarcts in the mca territory with additional infarcts suspected in pca territory bilaterally. The team also noted that there was emboli to the leg and abdominal viscera. The patient remained in stable condition, but passed away on pod 4. It is believed that the event was likely due to an embolic shower of the atheroma from the ascending aorta. Likely the atheroma dislodged and embolized, causing the occlusion of a pre-existing lad bifurcation lesion, in addition to multiple infarcts in the mca and pca territory in the brain.